Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the total care head section and gas spring. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a totalcare head not going up, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A customer contacted technical service to report that tc bariatric plus w/ air head of bed was not going up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.